Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 was not closing properly. The user attempted to adjust the rail, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to close. The field service engineer (fse) was unable to log into admin due to azure service issues reported by bd, preventing password retrieval. The back panel was opened and all cables were reseated, and the customer was assisted in recovering storage space. Further access was still dependent on azure service restoration. The system functioned as intended after the field service engineer (fse) repaired the device.